Event description:
Device was set up for use on an infant but when hooked up to IV pump it kept saying, "hi flow." The nurse and dr kept checking to see what was wrong and upon looking closely at tubing the cassette was not pumping but fluid was free flowing thru tubing and cassette even though everything was intact.